Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. It was indicated that the device is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that debris was found on haptic of intraocular lens. Lens was implanted successfully after the debris was removed from haptic. Patient was doing well. This report captures information for lens. Another report is being submitted for cartridge. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.